Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had an overheat message. It was indicated that the system fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error showing it was overheated and that it should be shut down. The programmer is expected to be returned for service. There was no patient involvement.